Event description:
It was reported to boston scientific corporation that a polaris' loop ureteral stent was placed in a female patient (patient identifier, age, and weight unknown). According to the complainant, the patient complained about bladder irritation several days after the procedure. Therefore the device was attempted to be removed, and upward migration of the loops out of the bladder into the proximal ureter was found. The stent was removed from the patient using a scope and forceps. No additional intervention was required. The patient was reported to be in "good" condition at the conclusion of the procedure.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined: the complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.